Event description:
It was reported that as the technician was rotating the c-arm using the c-arm switches once she reached the desired position it started to rotate on its own towards her. The technician didn't have room to back out of the way so she crouched down as it was coming towards her and rolled out of the way. She pulled some back muscles but was ok and returned to work. The technician mentioned that they have noticed the switches were loose and this was an intermittent issue. After the switches were replaced, the unit is working as intended.